Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that while her cgm was displaying an "out of range" reading, her insulin pump (not a dexcom device) had failed and patient was not feeling well. Patient was experiencing diarrhea and vomiting. Patient had a routine physician appointment scheduled on that day, during which her bg was measured at 400 mg/dl. Upon examination and due to her physical state, patient was admitted to ER for treatment. At the time of her call to dexcom technical support, patient was feeling better and her cgm as well as her pump were functioning properly. Also during troubleshooting, it became apparent that patient had also disabled her "out of range" which, with dexcom technical support's coaching, was turned back on.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.